Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of device (a) found that it was received in good visual condition. In an attempt to replicate the event reported the device was functionally evaluated. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the incident reported. The analysis results of device (b) found that it was received in good visual condition. In an attempt to replicate the event reported the device was functionally evaluated. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier dropped two clips intracorporeally, once under some torque but uncharacteristic for device's expected performance. The clips then fired (cystic artery) but appeared not to close completely, formed as if deployed on cholangioclick, resulting in incomplete haemostasis of the cut vessel, and poor on-vessel security (easily removed). Replaced with like device, which performed as expected, case completed without incident. There were no adverse consequences for the patient.